Event description:
It was reported that the bd safetyglide¿ needles were not allowing medication to go through. The following was received by the initial reporter: verbatim: "we have had a report of issues with the bf305916 25g x 1¿ needle, lot number regq4067. Reports that the needles aren¿t allowing medications to go through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-jul-2023. H6: investigation summary five samples received by our quality team for investigation. Through visual evaluation, no defects or issues observed. Each sample was connected to a syringe with saline solution, all needled expelled the solution with normal flow. A device history review was performed for lot regq4067, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needles were not allowing medication to go through. The following was received by the initial reporter: verbatim: "we have had a report of issues with the bf305916 25g x 1¿ needle, lot number regq4067. Reports that the needles aren¿t allowing medications to go through.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.